Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system was switched on and the monitor remained black with "no signal input detected." After some movements of the dvi plugs on the backside of the computer, the screen picture came back to normal. It was not a loosen connector. It appeared that the graphic card became uninstalled. The computer was replaced on a later date. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the screen suddenly went from functional to a black screen with a message "no signal input detected." There was no impact to the patient outcome and no delay due to the reported issue.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.